Manufacturer narrative:
The customer declined to provide any personal information or product information before ending the call. It's not possible to determine the manufacture date or 510k number without the meter information.

Event description:
The customer alleged that he performed control tests using his contour meter and received results of 364, 346 and 349 mg/dl. The normal control range was not provided, but should be around 106-147 mg/dl. The customer declined to troubleshoot or provide any additional information. No product will be returned.